Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the cap could not be removed from the pump case. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/08/2014 with the following findings: there was no damage found to the battery compartment. The threads on the battery cap were stripped. A test cap was able to properly attach to the pump and was removed without difficulty. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.